Manufacturer narrative:
Findings: all buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. No menus scrolling on each own noted. Pump passed all operating currents tested with in the spec range and passed off no power test. No unexpected battery out limit and no low battery alert noted. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, minor scratches on display window, and stained end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and low battery. The customer stated that none of the buttons were working and the menus were scrolling on its own. Customer's blood glucose was unknown mg/dl. The customer stated that he was just doing homework when the device alerted low battery. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.